Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports not receiving their blood glucose readings. In addition, the patient reports the pod was leaking during wear. Once at the hospital the patient was treated with intravenous fluids as well as manual shots of insulin while placing their controller in manual mode. The patient was discharged from the hospital after 3 days. The patient was able to continue pod use after this incident. The patients pod will not be returned as it has been discarded.